Event description:
Customer reported a past event of low blood glucose (bg) level was displayed as "low"; however, specific value was not provided. Cause was unknown. Customer consumed carbohydrates to treat the low blood glucose and confirmed the use of a pump with ciq software and an active control-iq feature. It recommended that the customer consult a healthcare professional to discuss what might be affecting blood glucose levels.